Manufacturer narrative:
The technician replaced the brake casters to repair the stretcher.

Event description:
Information received indicates, the brake casters continue to swivel after the brake is engaged.